Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2024. During the procedure, the first flange of the stent was unable to be deployed. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the duodenum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to the stomach and duodenum.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for transgastric to the duodenum.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent failure to deploy for transgastric to the duodenum. Block h11 : an axios stent and electrocautery enhanced delivery system was returned for analysis however the stent was not returned. Visual examination did not find any damages on the device. The reported event of stent failure to deploy could not be confirmed as the stent was not returned for analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A product labeling review identified that the device was used in a manner inconsistent per the instructions for use (IFU)/product label. Per IFU: the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with greater than or equal to 70 percent fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. According to the information provided it was reported that the axios stent was intended to be placed to the stomach and duodenum, therefore this event is catalogued as cause traced to intentional off-label, unapproved, or contraindicated use.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the duodenum to treat a stricture during an endoscopic ultrasound (eus) procedure performed on (B)(6)2024. During the procedure, the first flange of the stent was unable to be deployed. The procedure was completed using another axios stent. There was no patient complications reported as a result of this event. Note: it was reported that the axios stent was intended to be placed transgastric to the duodenum. However, per the axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated for placement to the stomach and duodenum.